Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable connection is cracked and connection is intermittent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. Microscopic inspection, showed a crack on the base of one of the two (2) connectors. The other connector appeared intact. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. While the cord was being detached from the adaptor, it was observed that it was difficult to disconnect the cord from the adaptor, to the point that it failed to disconnect. The other connector that was attached to the harvesting device disconnected with no difficulty. Based on the returned condition of the device and the evaluation results, the reported failure "break" was confirmed. The other reported failure "intermittent continuity" was not confirmed. The analyzed failure "failure to disconnect" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable connection is cracked and connection is intermittent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.